Manufacturer narrative:
The service technician inspected the lift and found that it was shaft breakage. A functional test of the single fault safety (sfs) safety drum was performed. The result from the test was that the sfs safety drum was functioning as designed. The technician resolved the issue by sending a new lift to the customer. Based on this information, no further action is required. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. Although there was no reported injury with this event, if the report of a lift strap being dropped were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 03-feb-2026, a customer contacted technical service to report that likorall 200 (product code 3121001, serial number (B)(6), had lift went down. Engine broke while liftin a person. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.